Event description:
A user reported a malfunction on their pump, identified with a specific malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level. Customer technical support provided guidance to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.